Manufacturer narrative:
The technician replaced the connector to repair the bed.

Event description:
Information received indicates the bed has no scale display due to corrosion/fluid ingress into the 22-position connector on the retracting frame.